Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric, 90% stenosed lesion in the mid left anterior descending artery. A pilot 50 guide wire was advanced to the target lesion through a microcatheter and it crossed the lesion. However it stuck with the microcatheter when it was attempted to be removed. Thus both devices were removed from the anatomy together. Then the guide wire was changed to a new pilot 50 and the procedure was completed after stenting. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.